Event description:
It was reported that the pump battery was difficult to charge. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.